Manufacturer narrative:
Radiographs confirmed the event. The caudal endplate of the device appears to be subluxated anteriorly approximately 3mm-4mm relative to the cranial endplate into the anterior margin of the c6 vertebral endplate. The explanted device did not return to nuvasive. No further investigation can be performed. Review of the device history records do not show any material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..."

Event description:
Initial surgery was performed (B)(6) 2016, during which a prosthetic device was implanted at the c5-6 disc space. Approximately 5 weeks following surgery, it was noted the prosthesis had migrated anteriorly. The affected level was revised on (B)(6) 2016. Patient condition and status of health prior to event is unknown. Patient activity level, bone quality, and compliance with post-surgical instructions are unknown.